Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/1/14 with the following findings: the display is dim/fading/reddish. Pump case was removed and corrosion was found under the internal battery. When the pump was exercised for 24 hours and battery removed for 6 hours, the time and date reset complaint was duplicated.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 12/1/2014.